Event description:
Information was received from a patient who was implanted with an implantable neurostimulator, https://emdr.FDA.gov/emdr/formredaction/d11.jsf. (Ins) for unknown indications for use. It was reported that information was received from a patient regarding external equipment (B)(4). The reason for the call was that the caller reported that they were having issues with their external devices. The caller states that the communicator is not holding a charge , and sometimes they have to move the wire in order to get the light to come on. The caller also stated their handset is not holding a charge even when they power it all the way off as instructed. An email was sent to the repair department to replace the device. Additional information received and patient stated that  they have had to get surgery "so many times". Patient stated they had a revision in september, and another revision a week ago today. Patient did not provide any additional information.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient. The patient called back to check on the status of their package. Patient services provided patient with their tracking number. The patient stated since speaking with patient services on friday ((B)(6) 2023) their external devices were stolen and they have filed a police report. The patient stated because of this, they would not be able to return the external devices. Patient services sent an email to the repair team. Additional information was received from the patient. Patient called repeating information about their external devices replacement they received them but did not receive a wallet. Reopened the case, reassigned to self to send email to repairs to send wallet.